Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional info: the customer returned a used sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. The sample passed visual inspection as well as pressure testing at 8psi. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined. - (B)(4).

Event description:
The customer reported to corporate product surveillance (cps) that the clearlink catheter extension set, product code 2n8378, lot number ur10i22037, was leaking where the IV tubing connects to the luer activated valve for IV access on (B)(6) 2011. It is unknown if the leak occurred at the female luer or male luer of the extension, but it is thought to have occurred where the extension set connects to the catheter. The medication being used was normal fluids and the leak occurred right away. The sample is contaminated with blood. The pump being used was a bbraun outlook 100. The operator of the device was a healthcare professional. There was no patient injury or medical intervention necessary. No additional information is available.